Manufacturer narrative:
(B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the trigger/slider on the battery handpiece device was broken. It was further determined that the trigger and magnet were broken and the device made a slight higher noise. It was also noted that the device failed pre-repair diagnostic testing for cannulation, free moving, function of all modes and response of the on/ off trigger. It was noted in the service order "the trs recon drive was not working in reverse". This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.